Event description:
A malfunction was reported by a customer. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer was unable to address the high blood glucose level due to the pump malfunction but did not require assistance from a third party. Technical support provided information on resetting the pump and assisted the customer in doing so. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump, with instructions to call back if any issues reappeared.